Manufacturer narrative:
The cause for the discordant advia centaur xp hbsag result is unknown. The patient sample has been requested for further testing and investigation. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Manufacturer narrative:
MDR 1219913-2014-00306 was filed on december 12, 2014 reporting a patient result that was repeatedly reactive with the advia centaur xp hbsag assay but did not confirm with the confirmatory test when the sample was tested neat or with a 1:50 dilution.. February 8, 2015 additional information: siemens received the patient sample and tested it with three lots of advia centaur hbsag reagents. The observed results are: (B)(6). Additionally, the sample was tested with the advia centaur hbsag confirmatory assay neat, 1:50 and 1:2500. The results are as follows: (B)(6). The confirmatory test confirmed the (B)(6) result with further dilution. Siemens also treated the sample with a heterophilic blocking tube and tested the sample with the advia centaur hbsag assay. The results were comparable to the untreated sample which is indicative of no hama interference.. The system is performing to specification.

Event description:
Customer observed a patient result that was repeatedly reactive with the advia centaur xp hbsag assay but did not confirm with the confirmatory test. There are no reports that treatment was altered or prescribed or adverse health consequences due to the reactive advia centaur xp hbsag result.